Event description:
Complainant alleged that during pt setup of the device a "status 56" error message was displayed on the device screen. The staff was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.